Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34 (lot: 0012470430); product type: 0195-heart valves; product ID d-evolutfx-34 (lot: 0012580927); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolut fx+ 34mm valve, a type 1 bicuspid aortic valve with severe aortic stenosis and right/left cusp fusion was present. The initial valve deployment was in a deep position, and concerns were raised about potential supra-skirtal regurgitation and reduced oversizing at the anchoring point. The physician, after consulting with the medtronic representative, decided to recapture the valve to attempt a higher implant. During recapture, the valve infolded almost the entire length of the capsule. The valve was recaptured and a second valve was loaded promptly with new delivery catheter system (dcs) and compression loading system (cls). A second evolut fx+ 34mm valve was then deployed to 80% in a higher position without further pre-dilation, resulting in no visible aortic regurgitation on aortogram and a final gradient of zero with trivial paravalvular leak. The access was closed without issue, and the patient was transferred to recovery without injury. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Image review: 3 fluoroscopic images and 2 cine loops of the pre-bav and implant procedure were provided for review. Patient summary was partially provided for anatomical review. One image showed a good load. As per medtronic best practice recommendation for evolut valve size 34 mm, bicuspid native valve and h eavy calcified annulus, a pre-bav was performed. There was an image that showed the evolut at an implant depth of about 15 ¿ 18 mm. There were images that show the calcification on different levels of the aortic root. Evolut frame infolding can be facilitated by a variety of unfavorable factors, including inflow crown overlap during loading, excessive leaflet, annulus and lvot calcification. With an implant depth after the first implant attempt of around 18 mm and the patient reportedly not getting unstable, the medtronic rep¿s re-sheath recommendation was justified. Since no inflow crown overlap could be detected during the valve fluoro-check and the first deployment attempt did not show an infold either, a misload can be excluded as cause for the infold. The report stated the presence of severe aortic stenosis and right/left cusp fusion. Therefore, the likely root cause of the infold formation after valve re-sheathing is an unfavorable patient anatomy and the calcification. Upon this finding, the implant team acted according to medtronic recommendation by replacing the entire evolut system with a new one. At the time of review, the reviewer has no information that evolut fx+ is suffering from higher rates of infold than its predecessor fx. Accordingly, the target implant depth remains at 3 mm. After the successful implant of an evolut valve, the patient was transferred to a recovery ward. No adverse patient effects were reported. Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolut fx+ 34mm valve, a type 1 bicuspid aortic valve with severe aortic stenosis and right/left cusp fusion was present. The initial valve deployment was in a deep position, and concerns were raised about potential supra-skirtal regurgitation and reduced oversizing at the anchoring point. The physician, after consulting with the medtronic representative, decided to recapture the valve to attempt a higher implant. During recapture, the valve infolded almost the entire length of the capsule. The valve was recaptured and a second valve was loaded promptly with new delivery catheter system (dcs) and compression loading system (cls). A second evolut fx+ 34mm valve was then deployed to 80% in a higher position without further pre-dilation, resulting in no visible aortic regurgitation on aortogram and a final gradient of zero with trivial paravalvular leak. The access was closed without issue, and the patient was transferred to recovery without injury. No patient complications have been reported as a result of this event. Additional information was received to report a procedural delay was noted to replace the products with a second system. Per the physician, on this occasion, neither the bicuspid anatomy, calcium, nor the extremely deep initial implant contributed to the infold observed in the valve frame. Previously documented information does not clearly note the first medtronic system and valve were not implanted; the system fully recaptured the valve and was withdrawn from the patient.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Additional codes. Annex f code was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.